Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years, 1 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with fevers and chills. Two days earlier, the patient was going to the bathroom and when getting up, felt a little bit dizzy and fell. After a little while, the patient felt much better and was going about normal activities. The patient is normally quite debilitating and will walk with a walker and normally less than 10 feet. Yesterday the patient began to have some fevers and today began to have worsening chills and overall weakness. The patient has been experiencing diarrhea, going multiple times today and then took imodium. The patient is also experiencing bloody stool, mainly on the toilet paper but does have a history of hemorrhoids. The patient does have a cough that has been going on for 1-2 months and is dry occasionally sputum this is not worsens. There is no worsening of shortness of breath recently. IV antibiotics, cultures performed and IV fluids given. As of (B)(6) 2018 the patient is stable and doing better, currently receiving IV antibiotics, and is not yet ready for discharge.